Event description:
It was reported that (1) tsw35 was used during a diagnostic laparoscopy procedure. It was reported by the rep that the surgeon fired tsw35 two times. On the third firing the instrument would not fire. The surgeon completed the case with a new tsw35. There was no consequence to pt.